Event description:
This lead was explanted due to dislodgement/perforation and not replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a damaged steroid collar. It is reasonable to assume that this damage resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.